Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. The samples were repeated on a cobas 6000 analyzer at another site. Only the questionable sodium result for patient 4 was reported outside of the laboratory. The customer immediately reached out to the physician and informed them that the result was incorrect. The customer did not believe any of the results to be correct. The patients were redrawn and the results from the new samples were reported. The actual results from the new samples cannot be provided. The provided reagent lot numbers were ast 555829, calcium 573922, glucose 544224, phosphorus 548017, and total protein 573779. The other reagent/electrode lot numbers and all expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer reported the customer heard rubbing noise coming from the reaction disk. He found the vacuum nozzle was clogged due to debris that had fallen inside the cuvettes. The customer removed the debris. Calibration and qc were performed and were successful. The investigation determined the maintenance actions resolved the issue.